Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time; the unit passed both average rotor timing and volumetric accuracy testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
Customer reported that the enteral feeding pump reads 31 ml at 60 ml in 1 hour but the actual volume is 36 ml.